Event description:
The customer reported that the insulin pump alarmed button error during a training and she was unable to clear the alarm. The caller stated that the device was dropped a while ago. The blood glucose reading was 104mg/dl. Advised the customer to discontinue use of the insulin pump and revert to a back-up. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with an intermittent button response. Problem isolated to the keypad assembly. No button error alarm noted during testing. (B)(4)